Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, at the 1st firing the device did not fire. Another stapler was used to complete the case. There was no patient injury.